Event description:
Journal ref: spiotta am, bain md, deogaonkar m, et al. Methods of scalp revision for deep brain stimulator hardware: case report. Neurosurgery. 2008;62(3, suppl.1): onse249-onse250. We describe strategies to address complications related to implanted dbs neurostimulator hardware specifically designed to address breach of the integrity of the scalp over the burr hole site. The aim of these approaches is to treat scalp erosion to allow for the reimplantation of previously explanted, infected hardware, or to treat thinned scalp with threatened erosion and prevent the need to remove exposed hardware that is otherwise functioning. Reportable event: a man presented with medically refractory and disabling tremor. He underwent stereotactic implantation of a dbs electrode in the left ventral intermediate nucleus of the thalamus. The neurostimulation sys used was the activa sys (medtronic, inc., minneapolis, mn). The electrode was fixed to the cranium by use of the medtronic burr hole ring and cap. Five yrs later, however, he presented with scalp thinning and threatened scalp erosion over the burr hole cap located over the left posterior frontal calvarium. The pt consented to undergo a scalp fasciocutaneous flap and cranioplasty with recontouring of the prominent dbs electrode to prevent subsequent scalp erosion.

Manufacturer narrative:
.